Manufacturer narrative:
The device was received with blank display due to severe corrosion on electronic assemblies. Unable to perform displacement test due to blank display. No belt clip rail damage noted. The device received with corroded force sensor assembly and moisture damage on motor assembly.

Event description:
The customer reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. It was also mentioned that the belt clip ridge was damaged. The customer was assisted with trouble shooting. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The customer's pump will be returned for analysis.